Manufacturer narrative:
Additional information: b5, h6, g3.

Event description:
New information notes the patient came into clinic as they had developed diaphragmatic stimulation from their left ventricular lead. When the implantable cardioverter defibrillator was interrogated, it was found to be in backup mode and therefore pacing at high output and the was patient developing paraneoplastic neurologic syndrome. The device was reset. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was in back-up mode due to an event queue overflow event reset. A device restoration was performed successfully. The patient experienced no consequences related to this event.